Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the returned device. The fibers were wet and there was evidence of blood exposure within the dialyzer. During gross visual examination, a delamination was noted in the polyurethane (pu) on the non-cavity ID end. The delamination extended from approximately 150° to 210°, with the ports at 0°. Particles of cured/dried pu were noted within the polyurethane, near the delamination. Further visual examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician reported to fresenius technical support that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The cn reported the blood leak to be internal. The event occurred within the first few minutes of hd treatment. Blood was confirmed to be visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alarm. A blood leak test strip was used to test the dialysate for blood, and it tested positive. No physical damage was observed on the dialyzer. B. Braun bloodlines were being used for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be sent back for manufacturer evaluation.

Event description:
A user facility biomedical technician reported to fresenius technical support that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The cn reported the blood leak to be internal. The event occurred within the first few minutes of hd treatment. Blood was confirmed to be visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alarm. A blood leak test strip was used to test the dialysate for blood, and it tested positive. No physical damage was observed on the dialyzer. B. Braun bloodlines were being used for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be sent back for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.